Manufacturer narrative:
The second separator was not returned and no analysis or conclusions could be made. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
The physician noticed that the separator was broken as he pulled it out of the catheter. He replaced it with a new one which also broke. He used a third one and completed the case successfully. This MDR is associated with mdr3005168196-2010-00268.